Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided expiration date: unknown as lot# is unknown similar to device under 510(k): p070016 (B)(4). Summary of investigational findings: based on the provided information it was not possible to conclude the exact root cause for this event. However as suggested by the physician it is considered likely that excessive oversizing may have caused the dissection at the distal end of the distal device. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: unknown date: a male patient, who had undergone replacement of the arch and descending aorta due to aortic dissection before, had the tx2 stent graft placed in zone 4 by the right cfa approach. Therefore, the patient was not suitable for the endovascular repair. (It is likely that the tx2 overlapped the artificial vessel though it is not for sure.) On (B)(6) 2015, dissection at distal end of the tx2 was confirmed. On (B)(6) 2015, urgent tevar was performed because symptoms of aortic rupture was observed; tx2 distal extension device was additionally placed just above the celiac artery, then gore¿s c-tag was also additionally placed between the complaint tx2 and the tx2 extension with overlaps. The procedure was finished after confirming that the new tear was closed. Patient outcome: as of (B)(6) 2015, there have been no adverse effects to the patient reported. As of (B)(6) 2015, the patient is in stable condition.